Event description:
(B)(4). The dealer reported that the s900 mechanical wheelchair recline back canes would drop back a notch when it was set to be in the upright position. There was no patient injury reported.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model s900, serial number/date code (B)(4) is approximately three years old. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.